Manufacturer narrative:
Information was received on 5-mar-2020 indicating that there were no patients involved in this event.

Manufacturer narrative:
Investigation completed on a smith medical cadd legacy 6400 pump. The complaint was verified as the pump's data port input was found to be not responding and not able to downloaded data event history logs. This was isolated to data input connector. Unknown cause of event. The connector replaced cleared code 1210.

Event description:
Information received a smith medical cadd legacy pump defective data port. Lec 1310. No patient involvement.